Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 06/09/2023. An investigation was conducted on 06/29/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The cannula handle was observed to be intact. The c-ring was observed to be transected and melted down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000303245 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure they noticed that the vasoview hemopro 2, c clamp was broken on hemopro. No heavy use of c clamp before breaking no pieces missing from c clamp. The device broke outside of the patient¿s body. Hemopro was removed from the field and a new one was added; issue resolved. The only delay was the few moments it took to get a replacement opened to the field. No harm to the patient.